Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently on (B)(6) 2015 the patient was administered local anesthesia to facilitate excision of the excess skin. During the same procedure the abutment was exchange. The implanted device remains.